Event description:
It was reported that during a CABG procedure, the clips were unformed during. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.